Event description:
Received info stating customer's pump unexpectedly shut down. Customer stated pump was working 3.5 hours prior and battery was at 85%. Customer's blood glucose level was 300 mg/dl. Customer will give a correction of insulin. Reportedly, customer's pump did get wet.

Manufacturer narrative:
The device has been received for eval; however, the eval is not complete. A supplemental report will be submitted upon completion of eval.